Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no adverse effect to customer's blood glucose level. Reportedly, the customer cleaned the speaker holes and cleared the alarm.